Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
]The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was improperly loaded due to a delivery system component issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The delivery device was returned inside of the loading device, with the tension spring and seal still inside. The seal is visible through the window of the loading device. The delivery device was removed from the loading device. The plunger on the delivery device was not pressed and the blue sliding lock was observed to be in the locked position. The seal with the tension spring assembly were pulled out from the loading device for inspection. The tension spring assembly and tether wire were connected to the seal. The seal was observed to be cracked at the outer diameter. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.198 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure ¿fitting problem¿ is confirmed, and the analyzed failure "crack; seal" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm was improperly loaded due to a delivery system component issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.